Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that sodium phosphate was hung to infuse through secondary set, connected to a primary set's y-port, over four hours. Upon starting the infusion, the rn noticed that it was dripping very quickly, much faster than the intended rate. The pump was paused, but noticed that the secondary infusion was still dripping. The tubing set up, connections and pump programming were verified with another nurse and the issue persisted. The primary and secondary sets were replaced and the infusion was restarted and the medication was witnessed to be running at the proper rate by another rn. Although requested, additional information was not provided.

Event description:
It was reported that sodium phosphate was hung to infuse through secondary set, connected to a primary set's y-port, over four hours. Upon starting the infusion, the rn noticed that it was dripping very quickly, much faster than the intended rate. The pump was paused, but noticed that the secondary infusion was still dripping. The tubing set up, connections and pump programming were verified with another nurse and the issue persisted. The primary and secondary sets were replaced and the infusion was restarted and the medication was witnessed to be running at the proper rate by another rn. Although requested, additional information was not provided.

Manufacturer narrative:
Correction: b.3, and d.11.